Manufacturer narrative:
The ge service rep found ps1 low and adjusted. He also found loose pcbs in the x-ray control racks, reseated and found x-ray hand and foot switch receptcals loose, tightened. The system operates as intended.

Event description:
The customer reported that the system was not making x-rays and an audible alarm was coming from the lower cart area. No patient injury was reported.